Manufacturer narrative:
Analysis of the pump, model# 86-37-40, sn (B)(4), found a gear train anomaly. The motor stall was determined to be due to the shaft-bearing. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient was experiencing some mild spasticity on his involved side. The cause of the motor stall has not been determined and the pump was scheduled to be replaced (B)(6). The patient's managing hcp has him on oral baclofen and the patient was doing well. Additional information later reported that a confirmed motor stall and recovery was recorded in the event logs. The first motor stall occurred on (B)(6) 2014 and the patient was managed on oral meds. On (B)(6) 2014 the patient was admitted again feeling drowsy. The pump was interrogated and showed a motor stall recovery on (B)(6) 2014 and another motor stall on (B)(6) 2014 at 0425 and a recovery at 2100. There were no MRI (magnetic resonance imaging) or known emi (electromagnetic interference) interaction that could have caused the stalls. The healthcare provider wanted the pump off as the patient was being managed on oral meds. The patient was on the schedule for a pump replacement on (B)(6) 2014. Additional information later reported the patient was still being managed with oral baclofen. Per the reporter the patient's exact status at the time of the report was unknown. The pump had not been explanted yet. The patient was to have a follow up appointment towards the end of the month to determine if the pump would be replaced or not.

Event description:
Additional information received reported that the patient finally had their pump replaced on (B)(6) 2014. The pump system was delivering gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that the patient was in the emergency room (ER) and was experiencing some withdrawal-like symptoms, most notable some return of spasms. The patient was hospitalized. The healthcare provider (hcp) interrogated the pump and a motor stall occurred. The stall never recovered. The patient noted that the pump started alarming sometime on the night prior to this report. The patient also experienced a return of some mild spasticity on his involved (right) side on (B)(6) 2014. The patient first called the hcp¿s office on the morning of this report. The hcp placed the patient on a high oral dose of baclofen until the pump could be replaced on (B)(6) 2014. A manufacturer representative reviewed the complications and significance of baclofen withdrawal to the hcp, who understood and did not seem overly concerned. The manufacturer representative recommended to the hcp¿s nurse that she check with the patient daily to check his status and review that, should his symptoms get worse, to go to the ER right away. At the time of this report, the patient status was indicated to be ¿alive-no injury¿. The device system was used to deliver baclofen 2000mcg/ml at 840mcg/day.

Manufacturer narrative:
(B)(4)